Manufacturer narrative:
Investigation completed 07/07/2017. Device history record (DHR) of the finished goods lot # 1154759 was reviewed and no anomalies were found. Manufacturing (pack) date: 01/26/2016. Review of product's ncr, and CAPA history from may 2015 ¿ may 2017: no ncr, CAPA, or scar was opened during the period of (B)(6) 2015 to (B)(6) 2017 that could be related to this event. Review of complaint system from (B)(4) 2015 - (B)(4) 2017, show no other complaints related to ¿torn package¿ for the accudrain product family. Approximately 93,922 units have been released for distribution from (B)(4) 2015 to (B)(4) 2017, resulting in a complaint occurrence rate of approximately 0.002%. The customer did not provide a description of how the internal packaging was torn after several documented requests. Therefore, we are unable to assess if the seal was opened or was the bag broken. No description of outer package (dispenser box) condition was provided to evaluate if product packaging ; package could have been damaged during shipping and handling. No assignable causes that could be associated to the manufacturing process were determined.

Event description:
The customer opened the package and found the internal packaging was torn. The device was not in contact with the patient. There was no patient injury or surgery delay.

Manufacturer narrative:
Additional information received on 19jun2017. The accudrain packaging inside the box was torn. The condition of the drain was good; the packaging was comprised. The packaging was like that when they received it.